Event description:
It was reported that the device was exhibiting far p wave over-sensing via a review of remote transmission. The patient was in slow ventricular tachycardia (vt). The patient presented to the clinic and programming changes were made. The patient was asymptomatic.